Event description:
The event is reported as: the staples do not close. The suturing of the skin was not possible. Another stapler was successfully used.

Manufacturer narrative:
It is unk if the device sample is available for eval. Eval: device history review. Mfg review. Results - the device history review showed no defects reported during the mfg or package process. Mfg review indicates action taken: fixture developed to check cartridge assembly and trigger-pawl assembly, nest modification on the ultrasonic equipment used to assemble pawl-trigger, staple loader eval, visual aid implementation. Conclusions: the sample was not returned for eval. No root cause can be determined at this time due to lack of sample.